Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that after the epicardial left ventricular lead was implanted, the patient was re-admitted to the hospital for purulent discharge from the painful, swollen pacemaker pulse generator site. The system was explanted and a new right-sided system will be implanted at a later date. No additional adverse patient effects were reported.